Event description:
A philips account manager reported on behalf of an institutional respiratory therapist that while in clinical use, the screen of the v60 ventilator turned black and was inoperable. The report was initially received via a customer feedback form, with subsequent information received from the institutional respiratory therapist. The patient is a (B)(6) year old male (height: 5¿9¿; weight: 235 lb) who was admitted to the institutional intensive care unit (ICU) on 27-apr-2022 for unspecified heart failure. While hospitalized, the patient¿s peripheral oxygen (spo2) saturation dropped in the 80¿s and was managed by increasing the o2 to 50% via a venturi mask. The spo2 saturation remained in the low 80¿s, with an elevated heart rate (hr). The patient was then transitioned to a v60 bipap therapy (software version 3.10), with settings and configurations of ipap 20, epap 12, fio2 50%, with alarm volumes at maximum settings. On an unknown date, while the device was in clinical and therapeutic use, the nurse heard a faint beeping alarm which was different from that of a regular alarm. When the nurse checked on the patient, he was found pulling at his face mask and observed that the v60 screen turned black and was inoperable. At the time of the event, the patient felt he could not get any air, with spo2 value at 92%. The nurse restarted the v60 device on and upon arrival of the respiratory therapist, the device was replaced with another v60 backup ventilator. The device transition was well tolerated by the patient with increased spo2 values of 96-98%. The respiratory therapist confirmed that the auto-trak+ option was disabled at the time of the incident. A copy of the error log (drpta) was sent by the customer to a philips field service engineer (fse). The event log recorded diagnostic codes of 1200 (patient disconnect), 1207 (low inspiratory pressure), 1208 (oxygen not available) and 1210 (high tidal volume). The malfunctioning device was removed from service and placed in a storage room. The fse indicated that the customer declined service due to service cost. The fse had spoken with the institutional biomedical engineer who stated that they have been in contact with philips as believed that the issue was related to the nurse call fco. Philips is unable to confirm the allegation as the customer declined service and have attributed the issue to the nurse call fco.

Manufacturer narrative:
Philips is unable to confirm the allegation as the customer declined service and have attributed the issue to the nurse call fco. This complaint is assessed as a product problem as the patient's oxygen saturation improved to 92% while on the v60 ventilator compared to his baseline oxygen saturation of 80% while on the venturi mask. Given this clinical scenario, there was no harm or injury incurred while on the v60 device. Risk level associated with this complaint is 0.